Manufacturer narrative:
On 10/12/2020, biosense webster inc. Received additional information indicating the patient¿s sinus rhythm restored and his condition improved after electric shock and medication was administered. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The patient¿s weight was also received as 59.0 kgs and has been added to field a 4. Weight of the patient and a 4. Weight unit. Correction: it was noticed that the patient¿s sex (male) and age (21) were inadvertently omitted from the 3500a initial MDR. As such they have now been added to section a. Patient information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30380216m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a (B)(6) male patient with history of persistent atrial fibrillation underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered ventricular fibrillation (vfib) requiring direct-current (dc) cardioversion, pacing and medication. During the procedure after pulmonary vein isolation (pvi) was completed, premature ventricular contraction (pvc) occurred while trying to return to sinus rhythm by dc cardioversion, which resulted in ¿r on t phenomenon¿ (r waves interrupting t waves) and in a dangerous vfib. Electric shock was repeatedly given with an external dc, and pacing was performed with an intracardiac catheter manufactured by another company to calm the rhythm. After that, some drugs such as protanol were administered. Patient¿s sinus rhythm restored. It is unknown if extended hospitalization was required as a result of the adverse event. The physician¿s commented that no mention is made of the causal relationship between this event and j&j products or products of other companies. Since the patient is (B)(6) and has persistent atrial fibrillation, the physician is planning to conduct genetic testing because he may have some bad gene in the heart originally. No biosense webster product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.